Manufacturer narrative:
Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bowel perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.///

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, it was reported that the patient had stomach contents coming out of the stoma and was going to contact the hospital. On (B)(6) 2025, it was reported that the patient was hospitalized due to multiple small bowel perforations. The gastroenterologist removed 1 meter of small intestine.